Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that during a procedure the spider tenet was not holding its locked position. The procedure was successfully completed without significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. The enclosure screw holes were damaged. There was oil within the enclosures. A functional evaluation was performed. The device failed the weight test. The piston migration was at 2.54 inches. The reported failure was confirmed and the root cause has been associated with a seal failure. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.